Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing had air bubbles. The following information was provided by the initial reporter: material no: 2432-0007, batch no: 20036734. It was reported large air bubble when distal end of primed line was angled upward. #94 - air infiltrating line despite being primed. Angling distal end upward prior to attaching to patient's IV cause large air bubble to enter line. Tubing was never connected to patient's IV at any point.

Manufacturer narrative:
The following fields were corrected due to additional information: b3: date of event (B)(6) 2020.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/09/2020. Investigation conclusion it was reported large air bubble when distal end of primed line was angled upward. Received from the customer was one used primary set model 2432-0007 lot 20036734 (with its packaging pouch). Note: the pcu and device pump module that were in use at the time of the customer event were not returned for investigation. The set was visually inspected for kinks, incomplete bonding engagements, holes/ tears in the tubing or damages to the components. Traces of clear fluid with air pockets were observed throughout the suspect set and micron filter. Although air bubbles were noted on the set, it is not possible to determine if air entered the tubing at the time of the customer event or during transport/storage prior to evaluation. No anomalies were observed with the set. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned suspect disposable set allowing fluid to flow through the set via gravity. The set primed completely with no air bubbles, leaks or other issues observed. Additional testing was performed by loading the attached set to lab pump device. An infusion was programmed at a rate of 125ml/hr for 1 hour. The set was monitored throughout the infusion. The infusion completed without air bubbles or alarms. The infusion was repeated at a rate of 75ml/hr for 1 hour and again, the infusion completed without air bubbles or alarms. Equipment used (inspection and testing performed on 23-sep-2020) - ram optical instrumentation/eq08204/calibration due date 5-feb-2021 - 8015 alaris pcu 1.5, eq10291, calibration due date: 20-mar-21 - 8110 alaris syringe module, eq08475, calibration due date: 12-aug-21 device history record for model 2432-0007 lot 20036734 shows that the set was manufactured on 20 march 2020 with a total of 7,683 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s report of large air bubble when distal end of primed line was angled upward was confirmed upon visual inspection. The root cause of the customer¿s experience was not identified because no air pockets or air-in-line alarms were replicated during functional testing. Although air bubbles were noted at the distal end of the set, it is not possible to determine if air entered the tubing at the time of the customer event or during transport/storage prior to evaluation. H3 other text : see h10

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing had air bubbles. The following information was provided by the initial reporter: material no: 2432-0007 batch no: 20036734. It was reported large air bubble when distal end of primed line was angled upward. #94 - air infiltrating line despite being primed. Angling distal end upward prior to attaching to patient's IV cause large air bubble to enter line. Tubing was never connected to patient's IV at any point.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss 0.2m cv tubing had air bubbles. The following information was provided by the initial reporter: material no: 2432-0007 batch no: 20036734 it was reported large air bubble when distal end of primed line was angled upward. #94 - air infiltrating line despite being primed. Angling distal end upward prior to attaching to patient's IV cause large air bubble to enter line. Tubing was never connected to patient's IV at any point.